Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump had scratched on display window and missing end cap sticker noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were stuck in rewind complete and bolus delivery loop. The customer's blood glucose was 597 mg/dl at the time of incident. The customer's blood glucose was 183 mg/dl at the time of call. The insulin pump will be returned for analysis.